Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The customer removed the infusion set tubing and the issue continued. A full supply change was performed resolving the issue. Customer's blood glucose was approximately 400 mg/dl.